Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar vertebra decompression intraosseous fixation operation due to lumbar spinal stenosis. Intra-op, the set screw slipped. The set screw was completely explanted. No patient complications were reported as a result of the event.